Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system doesn't start. The power comes to the system, but the computer doesn't boot. A faulty internal computer was found. This occurred with no patient present.